Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later noted that performance data for the lead was collected from the device and analyzed. Analysis revealed the lead impedance was stable until explant - with values ranging from 416-442 ohms - and there was no evidence of a lead defect.

Event description:
It was reported that the left ventricular lead was removed and replaced due to high thresholds. No patient complications have been reported as a result of this event.